Event description:
It was reported that the atrial lead dislodged twice, was repositioned, and was subsequently replaced with another lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies were found. The full lead was returned and analyzed. There was blood on the helix mechanism, sleevehead, and the distal conductor (not obstructed). The outer insulation had a cosmetic cut and apparent explant damage was noted.